Event description:
Ahe surgeon inserted an aa4203tl silicone toric plate lens, but the trailing haptic broke. The lens was removed with no pt injury. The reporter stated it was unk as to why the haptic broke. A backup lens was implanted.